Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to turn on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found equipment is not turning on because hospital power board not working. The rse requested a check of the power board and measurement of 440v at its entry, but the power board showed a failure and no output voltage when switched on, even with the anion equipment circuit breaker disarmed. To resolve the issue, the hospital's electrician repaired the poor contact in the power board's contact and switch on the equipment. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.